Event description:
On (B)(6) 2012, this pt was implanted with gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. It was reported that a computed tomography scan (CT) revealed possible proximal type I or type ii endoleak. On (B)(6) 2012, the physician reintervened and implanted a gore aortic extender component and resolved the proximal type I endoleak. An angiography revealed there was also a type ii endoleak present, with multiple collateral vessels. The physician chose to not intervene at this time. The pt tolerated the procedure.

Manufacturer narrative:
.